Manufacturer narrative:
Sample collection and storage information were not supplied. Crem calibration failed "range", "back-to-back", and "span". Customer primes the reagent line with hot water, performs cup maintenance monthly. Customer checked stir bar to ensure proper placement and performed lamp calibration as recommended by hotline, but calibration still failed. Bci field service engineer (fse) evaluated system and replaced the tricontinent syringe and crem module. A root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report false high crem result of 12.7 mg/dl, generated by the unicel dxc 800 pro synchron chemistry analyzer, for one (1) patient. The false result was reported out of the lab and was questioned by the physician. Repeat testing of the sample on an alternate instrument yielded a lower result of 3.2 mg/dl and the patient report was amended. There is no effect to patient.